Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg). The contact declined to perform a system check and provide further information. The customer's healthcare provider thought that the customer was not bolusing for meals and had been sick lately. Although multiple attempts were made by tandem to contact the customer/contact for additional information, no reply was received.